Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. It was reported that during the call the hcp mentioned a drug pump patient having a flipped pump. No other info is available. Rep said she'll get information from hcp.